Event description:
It was reported that this right ventricular (rv) lead had exhibited perforation, overstimulation, dislodgement, and high pacing threshold measurements. This rv lead was surgically revised and remains in service. No additional adverse patient effects were reported.